Manufacturer narrative:
3003721894-2017-00412 is associated with argus case (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip in the us.

Event description:
Asphyxia [asphyxia] accidentally ingesting dental paste [accidental device ingestion]. Dental paste stuck in his throat easily and a strong feeling of the presence of a foreign object in his throat [foreign body feeling of esophagus]. Case description: this case was reported by a consumer via regulatory authority and described the occurrence of asphyxia in a patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for product used for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced asphyxia (serious criteria death and gsk medically significant), accidental device ingestion (serious criteria gsk medically significant) and foreign body feeling of esophagus. On an unknown date, the outcome of the asphyxia was fatal and the outcome of the accidental device ingestion and foreign body feeling of esophagus were unknown. The reported cause of death was asphyxia. It was unknown if the reporter considered the asphyxia, accidental device ingestion and foreign body feeling of esophagus to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: it was reported that the consumer passed away after using polident denture adhesive cream. The reported cause of death was asphyxia. The consumer reported having dental paste stuck in his throat easily and a strong feeling of the presence of a foreign object in his throat. The consumer also reported accidentally ingesting dental paste before his death. The medical report from the doctor did not mention polident denture adhesive cream as being directly related to the consumer's death.